Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2004 and subsequently expired on (B)(6) 2004, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs 1225714-2014-01178, -01180 and -01181.